Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc confirmed noise on the endoscopic image, but the phenomenon reported from the user facility did not reproduce. The evaluation of the subject device by omsc confirmed the followings; there was a lot of leak from the insertion tube. There were pinholes and scratches inside of the biopsy channel. There was a burn mark in the biopsy channel. There were some pinholes in the insertion tube. There was a corrosion inside the control section. A part of the distal end cover melted. The angulation range of the bending function did not meet the specification. The remote switch 4 did not work. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Although the exact cause of the reported event could not be conclusively determined, it is surmised that short-circuit around the electric circuit of the image unit (ccd) due to liquid invaded through the pinhole on the insertion tube, resulted in the endoscopic image loss. The operation manual of the subject device has already instruct; ¿be sure to perform a leakage test on the endoscope prior to manual cleaning, and do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism or other malfunctions and poses an infection-control risk.¿

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image of the subject device disappeared during an unspecified therapeutic procedure. The user facility replaced the subject device with another device and completed the intended procedure. There was no patient injury report.